Event description:
It was reported that the patient committed suicide in 2000. There were no known device or performance issues. The ins was not interrogated when it was removed during the autopsy. See MFR. Rep. # 6000032-2012-00159.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension. Product ID 3387-40, lot # l54946, implanted: (B)(6) 1998, product type lead. Analysis of the neurostimulator model 7424, serial (B)(4) found no significant anomaly. The ins was at normal end-of-life. There was no telemetry and no output. Analysis of the extension model 7495-51, serial (B)(4) found no significant anomaly. The extension was cut through and the product segmented.